Manufacturer narrative:
Unit received with critical pump error and a broken force sensor was detected during seating or regular delivery due to moisture damage to force sensor. Unit received with corroded electronic assemblies, corroded motor home switch, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump case was broken. Blood glucose was unknown. The insulin pump will be returned for analysis.